Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had toggle button not working. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a09, annex g: g02034, annex b: b01, annex c: c16 annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of tamper button not working was confirmed. On 17-january-2025, pcu was received unboxed and with paperwork. Unit fails asm functional testing due to broken tamper switch. Root cause - broken solder connections on tamper switch. Recommend bd san diego repair center replace tamper switch. Unit will be re-tested by bd san diego after repair is completed, then routed through their normal processes. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had toggle button not working. There was no patient involvement.